Event description:
On (B)(6) 2011 presumably nail breakage. On (B)(6) 2012 revision with reconstruction plate from synthes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.